Event description:
The reporter did back to back blood glucose tests, using separated fingersticks. Results were 30 and 120 mg/dl. Reporter did not have any symptoms. On follow-up, the reporter checks the confirmation dot on the test strip when testing. Reporter's technique of applying blood is accurate. Reporter inserts the strip correctly, and cleans the meter. Reporter did a control test which was in range. No harm was alleged.